Event description:
On 9/9/96, co received info alleging that another pulse oximetry module being used with co's disposable oxygen transducer displayed an oxygen saturaton reading of 80-90% on an 8-10 kg 1 year old female with down's syndrome who was in recovery from cardiac surgery for a congenital heart defect. According to the hosp, an abg test was performed prior to making any changes in the pt's ventilator settings. The hosp calculated the abg test results to an oxygen saturation said to be "in the 50's." The hosp staff then changed the sensor site to a different finger on the same hand. The oxygen saturation reading displayed on the other co's oximetry module then correlated to the abg test results, displaying an oxygen saturation reading of 56%. The pt expired two days after this event. The hosp staff has expressed their belief that "the sensor report was in no way related (to the pt's outcome)." The device is not intended for use on pts weighing 8-10 kgs. Additionally, the preferred site of applications as stated in the directions for use of the correct sensor for this pt is the great toe of the foot. The device's directions for use state: "for neonates weighing less than 3 kg or adults weighing more than 40 kgs." The device's directions for use also warns: "failure to apply the device properly may cause incorrect measurements."